Event description:
It was reported when using the bd pyxis¿ es server, it was disconnected and was not communicating. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that it was a local information technology (it) issue and no further investigation required for this device. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ es server, it was disconnected and was not communicating. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.